Event description:
It was reported the patient is experiencing heating at the ipg site while charging. He also reports that while sitting for a long period of time the ipg heats up even when not recharging. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.